Event description:
The customer reported that the therapy cable was failing intermittently. There was no reported patient involvement.

Manufacturer narrative:
The customer reported that the therapy cable was failing intermittently. There was no reported patient involvement. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.